Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) lead following pocket closure during the implant procedure. The oversensing did not result in pacing inhibition and the patient is not dependent. It was suspected the observation was due to an air bubble as the observation resolved after five minutes. This ICD remains in service. No adverse patient effects were reported.